Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent inspection and evaluation. During examination, contamination was identified within the fiber optic core, which was determined to interfere with light transmission. Cleaning was attempted; however, the contamination persisted and the optical connector failed evaluation. The optical connector was subsequently replaced. Following replacement, the controller was tested and reported to be functioning as expected and within specification. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.